Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter in the fluid pathway. The following information was provided by the initial reporter: one of the nursing found this black debris in the tubing line. The product was not utilized on a patient, the packaging was disposed of, so I do not have a lot number.

Manufacturer narrative:
It was reported by customer that they found the black debris in the tubing line. One sample was received for quality evaluation. A smartsite on the assembly has a unidentified brown piece of foreign matter on the inner surface of the y-site smartsite body. The customer complaint of foreign matter was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the most potential root cause that generates this contamination in the y-body is a resin degradation due to not running the material purge for enough time to clean the resin barrel. That remaining resin would eventually be released during manufacturing generating contamination. A quality alert was displayed to the personnel involved in the molding of the component regarding the condition reported in the complaint and the importance of following start up instructions for the molding machines. Possible lot numbers determined by tracing the construction smartsite numbers: 25035065, 25035290, 25035291. A device history record review for model 2420-0007 and multiple possible lots was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.